Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, while using the device on small intestine anastomosis, it did not fire. The surgeon was able to pressed the green button however there was no way to fire the reload even the 3 green light were on. There was a small noise and alarm, no error codes and when jaws opened, reload turn to 0. The reloads in question was tested with new shell. It was noted that the loading and calibration was fine with 3 green lights but still no fire available. A new stapling system was taken and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the loading unit noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the loading unit were clamped. Functionally, the jaws were manually opened and loaded into a pmv instrument. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and applied to test media. All staples were placed and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Staple pre-fire may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the single use loading unit (sulu) is loaded into the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.